Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The unit had a cracked case at display window corner, minor scratched liquid crystal display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 233 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.